Event description:
No additional information received

Manufacturer narrative:
Pr 11224039 follow up. It was reported there was an occlusion observed near the hub end. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show what appears to be the view of the inner side of the bottom of a needle hub under magnification. No other information could be obtained from the photos. A device history record review was completed for provided material number 301664, lot 2319557. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Material # 301664 . Batch # 2319557. Verbatim: apd received a total of 2 customer complaints were evaluated and observed to have occluded cannula. The occlusion was observed near the hub end. Particle lab analysis identified the material as epoxy resin. No patient harm reported.